Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. Cuts in the insulation were noted. Dried blood was found in the lead in the area in lead in area of on of the cuts. The texture and color of the blood indicated that the blood could have been in lead for a while. Dried blood noted in helix housing and neck region. The helix/tip was normal; no sign of damage or defect. The lead passed electrical testing.

Event description:
Boston scientific received information that this lead was explanted after displaying increased threshold and a decrease in impedance and sensitivity. The lead was returned. There were no additional adverse patient effects reported. The lead has been returned.